Event description:
When contacted by beckman coulter inc. (Bci) regarding accutni assay performance, the customer stated that their laboratory had obtained a false positive trooponin (accutni) result above the ami cutoff for one (1) patient, generated by the access 2 instrument. The erroneous result was not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Sample collection and centrifugation information were not supplied. Lab has implemented a repeat protocol on all troponin I results that recover greater than 0.2 ng/ml. System check data was not supplied. Customer did not provide any information indicating instrument malfunction. Service was not dispatched, as customer was not questioning instrument performance. A clear root cause has not been determined.